Event description:
It was reported that during the preparation for an unspecifed procedure, the guide wire broke.the physician noted that during preparation outside of the patient's body, the guide wire broke about mid way on the device. The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)